Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2010 and determined that the issue involved a transducer failure and the membrane ruptured. The fse replaced the smart module, transducer, probe, and tubing. The fse also performed all the necessary adjustments and alignments on the system and the qc results recovered within acceptable range. This resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that fluid was leaking from the module chemistry (mc) sample probe located in the unicel dxc 800 pro synchron chemistry analyzer. The customer disabled the mc side of the system. No injury or operator exposure was reported for this event.